Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via merlin.net, an alert for low atrial pacing impedance was observed. Low p waves and oversensing of noise was also observed with inappropriate auto mode switches and noise reversions. Noise reversion electrograms were enabled to improve diagnostics. The patient is currently stable.

Event description:
Additional information indicates that there are no changes planned at this time. The patient is being followed up at a normal frequency.